Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that while transporting a patient from (B)(6) to (B)(6) the battery of the cardiosave intra-aortic balloon pump (iabp) failed the required runtime. The flight nurse reported that she checked the battery life on both batteries prior to departure. The iabp was in rescue configuration and the nurse placed the transport power supply in the battery hatch prior to departure to (B)(6). It was also reported that the transport was being performed by a fixed wing aircraft pressurized to 2000 feet above sea level. It was reported that upon arrival to (B)(6), at bedside the iabp was turned on and ran on battery for approximately 15-20 minutes so that the people would not trip on the cord as they prepared the patient for departure. Additionally, it was reported that the iabp alarmed low battery upon loading patient into ambulance. Once in the ambulance, the nurse removed the battery and replaced the remaining battery in the hatch while the iabp was running off of the transport power supply plugged in to the inverted in the ambulance. It was reported that upon arriving at the airport (approximately 10 minute drive) the second battery was already showing only one light out of five when the button was pressed. The nurse does not recall receiving a low battery alarm during this time. The iabp failed before they could get it plugged in to the aircraft inverter. The patient was briefly without support, prior to take off and during transfer in (B)(6) to ambulance for trip to (B)(6) hospital. No patient harm or adverse event was reported.

Manufacturer narrative:
The customer has advised that no repair was performed as a result of the reported event and the iabp was returned to clinical use.

Event description:
It was reported that while transporting a patient from bemidji to fargo the battery of the cardiosave intra-aortic balloon pump (iabp) failed the required runtime. The flight nurse reported that she checked the battery life on both batteries prior to departure. The iabp was in rescue configuration and the nurse placed the transport power supply in the battery hatch prior to departure to bemidji. It was also reported that the transport was being performed by a fixed wing aircraft pressurized to 2000 feet above sea level. It was reported that upon arrival to bemidji, at bedside the iabp was turned on and ran on battery for approximately 15-20 minutes so that the people would not trip on the cord as they prepared the patient for departure. Additionally, it was reported that the iabp alarmed low battery upon loading patient into ambulance. Once in the ambulance, the nurse removed the battery and replaced the remaining battery in the hatch while the iabp was running off of the transport power supply plugged in to the inverted in the ambulance. It was reported that upon arriving at the airport (approximately 10 minute drive) the second battery was already showing only one light out of five when the button was pressed. The nurse does not recall receiving a low battery alarm during this time. The iabp failed before they could get it plugged in to the aircraft inverter. The patient was briefly without support, prior to take off and during transfer in fargo to ambulance for trip to (B)(6) hospital. No patient harm or adverse event was reported.

Manufacturer narrative:
Corrected field: weight.

Event description:
It was reported that while transporting a patient from bemidji to fargo the battery of the cardiosave intra-aortic balloon pump (iabp) failed the required runtime. The flight nurse reported that she checked the battery life on both batteries prior to departure. The iabp was in rescue configuration and the nurse placed the transport power supply in the battery hatch prior to departure to bemidji. It was also reported that the transport was being performed by a fixed wing aircraft pressurized to 2000 feet above sea level. It was reported that upon arrival to bemidji, at bedside the iabp was turned on and ran on battery for approximately 15-20 minutes so that the people would not trip on the cord as they prepared the patient for departure. Additionally, it was reported that the iabp alarmed low battery upon loading patient into ambulance. Once in the ambulance, the nurse removed the battery and replaced the remaining battery in the hatch while the iabp was running off of the transport power supply plugged in to the inverted in the ambulance. It was reported that upon arriving at the airport (approximately 10 minute drive) the second battery was already showing only one light out of five when the button was pressed. The nurse does not recall receiving a low battery alarm during this time. The iabp failed before they could get it plugged in to the aircraft inverter. The patient was briefly without support, prior to take off and during transfer in fargo to ambulance for trip to sanford fargo hospital. No patient harm or adverse event was reported.